Event description:
It was reported that the original surgery date was on (B)(6) 2012 and that the patient was not happy with her visual outcome after the intraocular lens (iol) was implanted. After surgery the patient had hyperopia. It was stated that the lens was removed and replaced on (B)(6) 2012 with a new lens having a 24.0 diopter.

Manufacturer narrative:
(B)(4) - intraocular lens. Visual inspection showed that the lens was received with several scratches on the surface of the optic body that is consistent with a lens that had been handled. It was reported by the customer that the lens was implanted in the eye and had been explanted. No other optical deviations could be found. The lens had passed all acceptance criteria for all tests performed and was manufactured within specification during the manufacturing process. Prior to market the intraocular lens met all manufacturing specifications. Manufacturing record review indicated that the production order passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.